Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, approximately one month after an optease inferior vena cava (ivc) filter was implanted, the filter was found to have tilted and embedded in the wall of the ivc making removal impossible. The following additional information received per the patient profile form indicates that twenty-eight days post implantation, the patient underwent an attempt to remove the filter percutaneously however the attempt was unsuccessful. The patient also reports to suffer emotional distress, mental anguish, anxiety and stress. According to the medical records, the patient had a history of morbid obesity and was in a hypercoagulable state pending gastric bypass surgery. Therefore the filter was placed prophylactically prior to that surgery. The filter was successfully deployed during the index procedure and the patient tolerated the procedure well. The following additional information received per the patient profile form (ppf) indicates that approximately 28 days post index procedure unsuccessful percutaneous removal was attempted

Manufacturer narrative:
As reported by the legal brief, approximately one month after an optease inferior vena cava (ivc) filter was implanted, the filter was found to have tilted and embedded in the wall of the ivc making removal impossible. According to the medical records, the patient had a history of morbid obesity and was in a hypercoagulable state pending gastric bypass surgery. Therefore, the filter was placed prophylactically prior to that surgery. The filter was successfully deployed during the index procedure and the patient tolerated the procedure well. The following additional information received per the patient profile form indicates that twenty-eight days post implantation, the patient underwent an attempt to remove the filter percutaneously however the attempt was unsuccessful. The patient also reports to suffer anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that approximately one month after an optease inferior vena cava (ivc) filter was implanted, the filter was found to have tilted and embedded in the wall of the ivc making removal impossible. The following additional information received per the patient profile form indicates that twenty-eight days post implantation, the patient underwent an attempt to remove the filter percutaneously however the attempt was unsuccessful. The patient also reports to suffer emotional distress, mental anguish, anxiety and stress. According to the medical records, the patient had a history of morbid obesity and was in a hypercoagulable state pending gastric bypass surgery; therefore, the filter was placed prophylactically prior to gastric bypass surgery. The filter was successfully deployed during the index procedure and the patient tolerated the procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films or post implant images available for review, the reported tilt, retrieval difficulty and adhesion to the vessel wall could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00315 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, approximately one month after an optease inferior vena cava (ivc) filter was implanted, the filter was found to have tilted and embedded in the wall of the ivc making removal impossible. The following additional information received per the patient profile form indicates that twenty-eight days post implantation, the patient underwent an attempt to remove the filter percutaneously however the attempt was unsuccessful. The patient also reports to suffer emotional distress, mental anguish, anxiety and stress. According to the medical records, the patient had a history of morbid obesity and was in a hypercoagulable state pending gastric bypass surgery. Therefore the filter was placed prophylactically prior to that surgery. The filter was successfully deployed during the index procedure and the patient tolerated the procedure well.